Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The surgeon used suture for tissue suturing. During the routine needle insertion, suture pulling and knotting, the suture broke before reaching the normal tension, leading to suture interruption. Which seriously affected the progress of the operation, prolonged the operation time, caused certain adverse consequences to the patient, and increased the difficulty of postoperative care for the patient. Stopped using it immediately. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the device lot: s24120048, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? How many devices demonstrated the alleged deficiency in total? Ow long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.